Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 32 mg/dl at the time of the call. The customer was given food to treat. The customer experienced symptoms such as disorientation. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump is over delivering. The customer stated that their doctor also thought the pump was over delivering. The customer was told to suspend the pump and her blood glucose readings went high, and was given manual injections to treat the high. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was programmed 2.0 units fix prime with water filled reservoir and tested. The water did exit the infusion set. Drive support disk was inspected and no anomaly was noted. The insulin pump passed the delivery accuracy test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted during testing. Unit was received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.